Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm. The customer¿s blood glucose level was unknown. The customer reported that they were left with two reservoirs and still not able to resolve the issue of no delivery alarm. The troubleshooting was performed and was advised to replace insulin pump, but issue was with the reservoir. Customer stated that they have tried all remedies. The customer was advised to revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The devices will not be returned for analysis.